Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification dhrs (device history review) for all libre sensors and libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and libre sensors and showed no trips. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A reporter, calling on behalf of a customer, reported the customer developed ¿toxic contact eczema¿ and an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2017 a sensor was inserted, but during the night customer began to experience pain in her arm so she removed it. Upon removal, she observed ¿red, irritated, itching skin, with vesicles¿. The arm became swollen and the pain became ¿pulsating¿ and spread to her fingertips. Customer self-presented to an emergency room on (B)(6) 2017 and was admitted to the hospital on (B)(6) 2017. The reporter provided a report that was prepared by the hospital where the customer underwent treatment. The report indicated that a skin swab was performed and there were no findings after 48 hours. In addition, a biopsy was performed and the histological results were compatible with a toxic-irritant contact dermatitis. The customer was treated with clindamycin, clont (metronidazole) film, fucicort (fusidic acid/betamethasone) occlusive dressings and novalgin for pain. It was reported the customer was discharged with ¿substantially improved skin condition and minor residual findings.¿ the customer has had several follow-up visits to monitor her condition. There was no report of death or permanent injury associated with this event.